Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for urinary dysfunction and gastrointestinal/pelvic floor. It was reported that the patient was experiencing pain and her body was swelling up. She was rushed to the hospital and had the device set removed on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.